Event description:
It was reported that the damon cuniti w/stops wire broke intraorally and was subsequently swallowed, resulting in injury to the mucous membrane from the sharp wire fragment. The ingested fragment passed naturally. The patient sought medical attention, during which diagnostic evaluation identified a foreign body in the stomach, documented as ICD-10 code t18.2 ("foreign body in the stomach"). No further information was received from the patient or the doctor.

Manufacturer narrative:
An investigation was conducted for damon cuniti archwires (part no. 210-1905) associated with the reported concern of wire breakage after bending. The evaluation included review of manufacturing traceability, historical quality performance, and functional testing of retained samples. Based on the results of the investigation, all reviewed lots were manufactured in compliance with established processes and specifications. Functional testing of retained samples demonstrated full conformance to mechanical and material requirements with no observed breakage or cracking under test conditions. No historical evidence of similar failures has been identified within the reviewed timeframe. Given these findings, no manufacturing or material-related nonconformance could be confirmed. While no defect was replicated during controlled testing, it is noted that wire fracture may occur if excessive force or improper handling techniques (e.g., incorrect plier usage) are applied during bending. However, this condition was not reproducible under validated test conditions.